Manufacturer narrative:
Manufacturing site evaluation: the record of the production did not reveal any unusual findings. The shunt system met all specifications before shipment. The product is still in transit to the manufacturer. Due to this fact a meaningful examination is not possible at the time of this report. Should relevant additional information become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that an gav 2.0 shuntsystem (#fx212t) was to be implanted during a procedure performed on (B)(6) 2025 . According to the complainant, the shunt system caused problems in the preoperative testing and wasn't used. No patient involvement or harm wsa reported. The complained device was not yet returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturing site evaluation: an investigation was not possible, because no product was return for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the gav 2.0, our traceability indicates that the valve was in perfect condition. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to malfunction is only possible by an examination. Actions: no further actions are required as a result of the complaint.

Event description:
No device was returned to the manufacturer for evaluation.